Event description:
It was reported to philips that device not turning on, blank screen with flashing green led. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.